Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that hardware low failure was occurred in insulin pump. Blood glucose was unknown at the time of the incident. The insulin pump also had physical damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed selftest and displacement test. No unexpected hardware low level failures alarms noted during testing however, hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly. The insulin pump was received with cracked select button keypad overlay, missing display window cover. Case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.